Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, resulting in inappropriate atrial pacing at times. It was also reported that post-anti-tachycardia pacing (atp) for an atrial tachycardia/atrial fibrillation (at/af) episode, the patient's rhythm accelerated to fast ventricular tachycardia (fvt) which was terminated with additional atp therapy from the cardiac resynchronization therapy defibrillator (crt-d). The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that in regards to the accelerated rhythm, the crt-d was reprogrammed and an antiarrhythmic was initiated.